Event description:
It was reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 200 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to cracked end cap. Motor passed motor test. The insulin pump had cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.